Manufacturer narrative:
Evaluation summary: the devices implanted in conjunction with the ml taper stem are unknown. Neither x-rays nor surgical notes have been provided. The component fit and orientation per the surgical technique is unknown. No devices or photos or the devices have been provided, therefore the actual condition of the stem is unknown. Product compatibility is unknown with the info provided, a definitive root cause cannot be determined. Evaluations codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain. It was noted during the revision surgery that there was corrosion and metallosis.